Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported fluid leaked from the sides of the pt's maxplus valves when flushed. The pt had new maxplus valves placed on either (B)(6) or (B)(6) but when he "reported to the 4th floor", leakage was noted from the max plus valves. A new set of maxplus valves was placed on (B)(6) 2014. No pt harm or medical intervention was reported. No further pt/event information was provided.